Event description:
A chemo dispensing pin was used in a situation where ifex was mixed and refrigerated for next day. When removed from refrigerator, the dispensing pin was found with a long crack where the spike connected to the vial of ifex. Crack was found before any linkage, therefore no event occurred.